Event description:
Hcp reported pt had dcs placement in 2005. Pt had urinary incontinence at times when the unit was on. Pt also complained of poor pain coverage. MFR rep reprogrammed the pt; the pain was controlled and the urinary incontinence stopped.